Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited failure to capture. Chest x-ray was performed and confirmed ra lead dislodgement. It was also found that the right ventricular (rv) lead and left ventricular (lv) lead both exhibited increased capture threshold. Rv lead was suspected to be dislodged, but was not confirmed by chest x-ray. During revision procedure, it was attempted to reposition the rv lead, but the rv lead helix exhibited failure to extend after being retracted. The rv lead was explanted and replaced. The ra lead was repositioned during the same procedure on 16 may 2023. Patient condition was stable.